Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent diagnostic laparoscopy and fulguration of endometriosis on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to severe stress urinary incontinence and uterine prolapsed. Following implantation the patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent sling revision with urethrolysis on (B)(6) 2012 due to erosion and pain. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent sling revision with urethrolysis on (B)(6) 2012. It was also reported that the patient underwent total laparoscopic hysterectomy, bilateral salpingectomy with electrocoagulation of peritoneal endometriosis, and laparoscopic uterosacral colpopexy on (B)(6) 2012. No additional information has been provided. (B)(4).